Event description:
It was reported when using the bd pyxis medstation es system was not communication and prevented user from issuing medication to the patient. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not communicating. The technical support specialist confirmed that the user restarted the station to resolve. The system functioned as intended after the technical support specialist investigated the device.